Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touchscreen is no longer functional. Reportedly, the touchscreen no longer illuminates. Customer's blood glucose levels was 127 mg/dl. It was indicated that the customer has back up manual injections for continued insulin therapy.